Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 400 mg/dl and the patient was treated via pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.